Manufacturer narrative:
The customer reported getting a pacer failure during testing. The unit was evaluated at philips. The symptom was verified. The issue was determined to be outside testing. Replacing the power pca resolved the reported issue.

Event description:
The customer reported getting a pacer failure during testing.